Event description:
During multiple coronary artery bypass procedures, several heartstring seals did not deploy out of the delivery tube into the aorta. Replacements were used to complete the procedure. No patient complications were reported by the hospital.